Manufacturer narrative:
(B)(4).

Event description:
It was reported from (B)(6) and that during service and repair, it was observed that 8.0 cm medium attachment device with ball bearing fallen apart/damaged component. This event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.